Manufacturer narrative:
A sample device was not returned. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into a patient's eye, there were scratches noted on the lens. The lens was left implanted and there has been no adverse effect upon the patient. Additional information was requested.